Manufacturer narrative:
(B)(4)

Event description:
It was further reported that the device was used for biliary drainage. The procedure was completed with another of the same device.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: examination of the returned device revealed the catheter and luercap were returned in the original opened pouch. No residue was present on the device indicating it had not been used. White material was stuck to coated section of the catheter including the pigtail that was in contact with the packaging card. Also, the pigtail of the catheter was kinked/flattened at the 3rd drainage hole from the distal end. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4)

Event description:
It was reported that during unpacking for an unspecified procedure foreign material was noted on the device. A 12f/35cm flexima catheter was selected for use. Following removal from packaging, foreign material "white marks" were observed on the tip of the device. The device was not used during the procedure. The procedure outcome is unknown. No patient complications were reported and the patient's status is unknown.